Event description:
It was reported that this implantable pacemaker device was suspected to be draining quicker than expected as device has depleted from 2 years to 5 months battery remaining in a span of 1 month as per current checked. Patient was checked in person and there was no observation of extra battery draining with 89 percent power consumption. Boston scientific technical services (ts) assessed and stated that a correction happened that projecting based on voltage. As of this time, this device remains in service. No adverse patient effects were reported. Additional information was received and indicated that this device was explanted and replaced due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker device was suspected to be draining quicker than expected as device has depleted from 2 years to 5 months battery remaining in a span of 1 month as per current checked. Patient was checked in person and there was no observation of extra battery draining with 89 percent power consumption. Boston scientific technical services (ts) assessed and stated that a correction happened that projecting based on voltage. As of this time, this device remains in service. No adverse patient effects were reported. Additional information was received and indicated that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: describe event or problem; d4: unique identifier (UDI) #; f10: impact codes; and h6: impact codes.

Event description:
It was reported that this implantable pacemaker device was suspected to be draining quicker than expected as device has depleted from 2 years to 5 months battery remaining in a span of 1 month as per current checked. Patient was checked in person and there was no observation of extra battery draining with 89 percent power consumption. Boston scientific technical services (ts) assessed and stated that a correction happened that projecting based on voltage. As of this time, this device remains in service. No adverse patient effects were reported.